Event description:
It was reported via repair work order that bed had not power due to the power cord missing and damaged power inlet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.